Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that after this right ventricular (rv) lead was initially implanted in (B)(6) 2015, prior to discharge the lead had to be repositioned as it had dislodged. There was no issue with the helix of the lead and good values were noted. The patient was discharged and seen again six weeks post implant during a normal follow up. It was noted that this rv lead exhibited high pacing threshold measurements and it was confirmed that the lead had dislodged again. Another repositioning procedure took place. The helix retracted with no issue, and the rv lead was replaced with a new lead. The patient was not pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional analysis was performed by our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.